Event description:
It was reported that the patient monitor had a sensor error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone#: (B)(6). Investigation summary: the affected device was received for evaluation. Visual inspection showed it to be in good physical condition with no cracks or damage visible. Functional testing was performed and the device provided no readings with the "sensor error" message, confirming the customer's indicated failure. The root cause was determined to be the partially disconnected spo2 board. This was reconnected and the foam pad was replaced, allowing the device to pass functional testing. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.